Event description:
A cellebrity cytol brush was used during a cytology procedure in 2008. It was reported to boston scientific corp the same day, that a cellebrity endoscopic cytology brush device was planned for use in a cytology procedure. According to the complainant, a dimension specified on the product label appeared to be errant (the label indicated "1.9mm" for an outer diameter dimension, the actual dimension should read "3.0mm"). The procedure was completed with the suspect device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has not been returned. A device eval cannot be performed. The may 2008, 15-month pulmonary cytology brushes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.